Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e105 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break and damaged parts/components. No trends were detected for these complaint categories. However, corrective and preventive actions have already been initiated to investigate drive tube leak/break. (B)(4), feedback: the service engineer identified that the centrifuge frame of the instrument was damaged as well as the leak detector. The service engineer replaced the centrifuge frame and leak detector strip. The system checkout procedure was successfully completed. Photos were returned for analysis. The drive tube damaged was confirmed based on the evaluation of the photos. The root cause of the leak was upper bearing stop delamination which allowed the upper drive tube to twist and break. Corrective and preventive actions have already been opened to address several potential root causes of drive tube and bearing stop delamination. Complaints are monitored through tracking and trending. If additional information is received, complaint record will be reopened and processed accordingly. (B)(4). Device not returned to the manufacturer

Event description:
The customer called to report a drive tube leak/break in the middle of the procedure. The customer stated that she could not tell for sure the origin of the leak. The treatment was aborted with no blood/products returned to the patient. The customer reported that the fluid leak detector strip needed to be repaired and also, requested service. During a follow-up call on (B)(6) 2016, the customer stated "there was no alarm for the leak. The machine just started making noise like the sound of a plane during buffy coat with no leak message" photos were submitted for investigation.